Manufacturer narrative:
(B)(4). The sample has not yet been received, but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted global technical services (gts) regarding a check patient line alarm that appeared on the homechoice (hc). The technical service representative (tsr) ensured the home patient (hp) had the transfer set and patient line clamp open. The hp states there is a large amount of air in the patient line. The tsr had hp open the transfer set after a minute to flush the drain line. The hp confirmed the air is no longer in the patient line and was flushed down the drain line. Hp to continue with therapy and will call back with any problems. No injury or medical intervention was reported. Product surveillance contacted the patient on (B)(6) 2010 and obtained the following information: the patient indicated that as the date of the event ((B)(6) 2010) was the first time he performed peritoneal dialysis (pd) therapy with the homechoice device, he forgot to take the cap off of the drain line, but once he did that, the air in the line disappeared and he was able to continue with his therapy that night without further issues. The patient also indicated that he has been able to continue with pd therapy since then without further issues. The patient provided the lot number involved (h10i29040) and has a companion sample available for evaluation.

Manufacturer narrative:
(B)(4). A companion sample was returned for complaint investigation. The sample was visually inspected and placed on a machine for priming with no abnormality observed. An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed in the lab. A batch review was performed with no issues noted. Based on the information obtained from baxter's investigation, the root cause of the incident was due to use error. Per the complaint information, the patient did not remove the drain line cap. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.